Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009; inratio: 3.5; lab: 1.5. Date: (B) (6) 2009; inratio: 4.4; lab: 2.7. Customer informed that the strips expired 02/2009.

Manufacturer narrative:
Strip (B) (4) expired 02/2009. No trending is required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio: 4.4; lab: 2.7; mean: 3.55; confidence limits: 2.2-5.3. Date: (B) (6) 2009; inratio: 3.5; lab: 1.5; mean: 2.50; confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of (B) (6) 2009 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Meter is expected to be returned by (B) (6) 2009.